Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call that the keypad is being unresponsive. Customer states that the buttons of the insulin pump are not working. The blood glucose reading is 235 mg/dl.